Event description:
(B)(6) study. It was reported a pre-existing pericardial effusion worsened. On (B)(6) 2018, the patient underwent a left atrial appendage (laa) closure. A 27mm watchman flx device was advanced to the anterior lobe of the laa and "inch-worm" technique was utilized to successfully deploy the device at an ostial position. However, a proximal trabeculation remained uncovered. The device was fully recaptured. A 35mm watchman flx laa closure device was then successfully implanted with a complete seal and deployed device diameter of 25.2mm. Prior to the index procedure, 81 mg aspirin and 5 mg rivaroxaban were administered. On (B)(6) 2018, the patient was discharged on aspirin and rivaroxaban. Of note, on (B)(6) 2018, baseline tee revealed a circumferential small to moderate pericardial effusion with no evidence of cardiac chamber rupture. On (B)(6) 2018, 1-day post index procedure, echocardiogram revealed moderate size circumferential pericardial effusion with a diameter of 1-1.5 cm with no evidence of tamponade. However, there were no same views with tee prior to watchman device placement for comparison and could not definitively determine if the effusion has increased in size but overall it appears moderate on both baseline and post watchman procedure tee. On (B)(6) 2018, echocardiogram revealed circumferential pericardial effusion with moderate size and unchanged from prior study. There were no signs of tamponade. On (B)(6) 2018, the patient presented to an outside facility with progressively increasing shortness of breath (from few days) that worsened acutely from morning and severe lower abdominal pain associated with nausea. The patient was treated with IV fluids and EKG revealed atrial fibrillation. Lab investigation revealed elevated inr in the setting of rivaroxaban intake and troponin was negative. Therapy with heparin was on hold. Computed tomography (CT) scan of the chest, abdomen and pelvis was negative for acute pathology. On the same day, the patient was transferred to the investigational site and on arrival to ccu, chest x-ray revealed worsening right lower lobe consolidation and slightly enlarging pleural effusion. An echocardiogram revealed massive pericardial effusion with tamponade. The patient was hypotensive with cardiogenic shock in the setting of pericardial effusion with tamponade. Therapy with antihypertensive was on hold in the setting of shock. Per physician, the pericardial effusion was likely related to the oral anticoagulation and pre-existing pericardial effusion related to micro perforation from dual chamber pacemaker placement and not due to dressler's like syndromes secondary to watchman device placement. Also, the patient was in tamponade as evidenced by hypotension, muffled heart sounds and has end organ dysfunction as evidenced by serum creatinine. Therapy with aspirin and rivaroxaban was discontinued on the same day. Clopidogrel was not started due to thrombocytopenia. On the same day, the patient was diagnosed with hypoxic respiratory failure secondary to cardiogenic shock. On (B)(6) 2018, emergent pericardiocentesis was performed with placement of pericardial drain and 2000cc of bloody pericardial fluid was aspirated. On (B)(6) 2018, lab investigations revealed hemoglobin 7.6 g/dl (reference range: 12.5 to 16.5 g/dl). Of note, on (B)(6) 2018, baseline lab investigation revealed hemoglobin 8.6 g/dl (reference range: 12.5 to 16.5 g/dl) and hematocrit 26.4% (reference range: 37.5 to 49.5%). The patient was diagnosed with acute blood loss anemia secondary to pericardial effusion. 2 units of prbcs were transfused. On (B)(6) 2018, post procedure echo was negative for pericardial effusion. The patient was diagnosed with acute kidney injury most likely cardiorenal in the setting of cardiogenic shock. The patient was unable to urinate, and continuous veno-venous hemodialysis was started. On (B)(6) 2018, limited echo revealed no pericardial effusion. On (B)(6) 2018, patient appeared medically doing well with plans for spontaneous breathing trial and eventual extubation. Cardiac electrophysiology consultation recommended to restart aspirin for safety of the patient. On the same day, subject was diagnosed with severe dysphonia due to aspiration. On (B)(6) 2018, follow up echocardiogram was attempted, however was unable to pass probe. On (B)(6) 2018, tee revealed well seated device and no flow around the device and small pericardial effusion with no indication of tamponade. On (B)(6) 2018, pericardial drain was removed and dysphonia was resolved. The patient was discharged on the same day on aspirin.